Event description:
Report received indicated a crack on the hub. During preparation of the palmaz genesis stent delivery system (sds) when the guidewire lumen of catheter was flushed with saline, a crack was noticed on the hub. In addition, the saline was leaking from the crack. The procedure was completed using other product.

Manufacturer narrative:
The complaint product was discarded in the hospital and will not be returned for analysis. Additional information will be sent within 30 days upon receipt.